Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. When latitude was checked, there were no out of range measurements. A 1840 ohms was the highest pacing impedance measurement for the date the out of range measurement was detected. As a result, the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.